Event description:
All attempts to the reporter for additional information have been unsuccessful to date.

Event description:
Reporter indicated via clinic notes dated (B)(6) 2012 received to the manufacturer that a patient was experiencing increased seizures following an eeg inpatient evaluation 3 weeks previously. The patient was also noncompliant with medication at the time. Attempts for additional information are in progress.